Event description:
The customer reported that she fell unconscious and paramedics were called. The customer's pdm read 367 mg/dl while her dexcom meter read 20 mg/dl. Paramedics gave her glucose and an IV (substance unknown). The strips that the customer was using are on a recall list, and the customer did not have a control solution for her pdm.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate bg measurement or to determine if it could have contributed to the patient's hypoglycemia or paramedics visit. Lot qualification records were reviewed and the product lot met all acceptance criteria. The customer was using one of abbott diabetes test strips that was on the recall list [reference adc recall (z12112014 and z12122014)], which could contribute to inaccurate bg results.